Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated to reference the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Imagery of the devices was provided and it was observed that the delivery system balloon was longitudinally burst. Imagery of the patient's anatomy was provided and upon review of the images, it was observed that the annulus was calcified. The device was returned for evaluation. Upon visual inspection, the balloon was observed to be longitudinally and radially burst. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional testing was performed and all measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as information provided and imagery indicated that the annulus was calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported, a 23 mm sapien 3 ultra transcatheter heart valve was implanted in the aortic position via transfemoral approach. During the procedure, there was difficulty advancing the sapien valve through the esheath+ introducer, although alignment and positioning at the native valve were achieved successfully. During valve deployment, at approximately 80% balloon inflation, the balloon ruptured. This failure was likely related to the calcified sino-tubular junction, which measured 22.5 mm. Additionally, upon removal of the valve system, it was observed that a piece of the esheath+ 14 fr insert was missing. The physicians hope that this fragment is not retained inside the patient; however, this has not been confirmed. It is considered likely that the fragment remains in the patient, as it was not visualized during device withdrawal. The valve was stable without post-dilatation and patient was stable post-procedure.